Event description:
In this event, a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint was verified. The overheating issue was reproduced during free speed testing when the max measured temperature reached 96.7 degrees celsius within 5 mins, while the max temperature of the new attachment increased only to 33.7 degrees celsius. The investigation revealed significant gear and bearing wear, possibly due to insufficient lubrication resulting in excessive friction and overheating of the attachment. The worn chip air and water sealing o-rings may have contributed to the temperature increase as well. The root cause of the reported problem was set/tail/ head assembly excessive use.